Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was not getting adequate pain relief from the system. The patient had poor coverage. There were no known contributing factors to the event. No diagnostics or troubleshooting was performed. The neurosurgeon was going to reposition the leads on the day of this report to give the patient better coverage of their pain area. It was unknown if the issue resolved. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4) has been removed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the cause of the event was the leads were not originally placed close enough to the peripheral nerves during the initial surgery. Also the patient required some spinal surgery to correct an unstable joint. After the lead repositioning surgery, the patient had better coverage of the pain area. The patient has adequate pain relief and coverage now.